Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that she had an unusual issue with her onetouch ultra meter - the meter would "will stay in 888 will not show code or apply blood." The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the product issue began on "(B)(6) 2016, 06:30am." The patient denied that she takes any medications to manage her diabetes and continued with her usual diabetes management routine as a result of the alleged product issue. The patient stated that "5 - 10 minutes "after the alleged product issue began she developed the symptom of "fast heart beat." The patient denied receiving any treatment. At the time of troubleshooting, the cca walked the patient through resolving the issue and the issue was resolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.